Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. Subsequently, the customer was admitted to the hospital on (B)(6) 2021 care provider identified as dangerous. Customer was treated with intravenous fluids of insulin and saline. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.